Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device replacement, the rv lead was found to be externalized via fluoro. The physician decided to continue using the lead as no electrical anomalies were detected. Patient condition was good during the and after the procedure.